Event description:
Our affiliate is reporting the cross pin sheath sheared off upon insertion during an acl btb reconstruction and was leftin the patient. The surgeon was able to complete the procedure with no adverse effects to the patient.

Manufacturer narrative:
Depuy mitek has yet to receive the device. The reported type of failure is associated with not using the proper technique to remove the guide sleeve from the bone. The most likely scenario is that the user either did not use the proper sleeve removal tool and/or the user torqued the device from side to side as opposed to pulling straight out to remove it, causing the metal of the guide tube to fatigue and fail, break off. Other than this hypothesis we cannot conclude as to what may have caused the user to have had this experience. Although the surgeon feels that there was no injury to the patient the fact that the broken fragment was not retrieved from the patient, posses the possiblility that the patient injury could potentially occur. We do not know what impact, if any: this would have on the patient. It is because of this uncertainty that this report is being filed to document this event. At this time no further action is required.